Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that customer experienced high blood glucose of 523 mg/dl. Customer stated that infusion set had bent cannula and customer was treated with insulin pump. Customer stated that last year customer was hospitalized for the same issue. Insulin pump will not be returned for analysis.